Event description:
There was an allegation of questionable creatinine plus ver.2 results for 2 patient samples on a cobas c 503 analytical unit. One example of discrepant results was provided: the initial result was 18.2 mg/l. The repeated result was 7.47 mg/l.

Manufacturer narrative:
The reagent lot number is 853138. The expiration date was not provided. The field service representative found a large deposit of coagulated blood on the cover in the probe passage. He replaced the probe, performed adjustments, and checks. The service actions resolved the issue.